Event description:
A customer site in (B)(6), reported that a donor specimen generated a (B)(6) test result, for (B)(6) when tested with the cobas taqscreen mpx test. Specifically, the customer reported that the donor specimen was (B)(6) in a pool of 6, with the cobas taqscreen mpx test and serology (B)(6) ((B)(6) core) with an unknown test. The customer then performed a resolution pool of one and generated (B)(6) results. The customer also repeated the serology test twice and generated (B)(6) results both times.

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. Note: product code mkt was selected as no alternative / more applicable code is available. (B)(4).

Manufacturer narrative:
The customer alleged generating a (B)(6) result for a pools of 6 plasma sample tested with the cobas s201 taqscreen multiplex (mpx) assay when compared to results obtained from individual sample analysis using the mpx assay as well as (B)(6) serology testing of all samples in the pool. The customer's data shows a (B)(6) mpx pools of 6 result when using the taqscreen mpx assay. However, one of the six samples in the pools of 6 had a (B)(6) serology result when tested for both (B)(6) . The (B)(6) serology result prompted the customer to perform individual sample testing (resolution pools of 1). The donor with the (B)(6) serology results was found to be mpx reactive, presumably for (B)(6) . The customer only released the (B)(6) patient results obtained from the resolution pools of 1 analysis. The discrepant results obtained by the customer between the two sample pool sizes (pools of 6 and resolution pools of 1) may be explained by the different assay sensitivity of the mpx assay at different pool sizes. According to the cobas taqscreen mpx package insert (m/n 04788397001-05, doc rev. 3.0) the lower limit of detection (lod) of the (B)(6) target in the mpx assay is 3.8 iu/ml. This lod is for individual sample testing, such as resolution pools of 1. However, when donors are pipetted as part of a pool, the lod of the mpx assay will vary according to the pool size being used. The lod of the mpx assay for a pools of 6 is approximately six times higher than the lod for individual sample testing (lod=3.8 iu/ml * 6 =22.8 iu/ml). In this case, the customer obtained a (B)(6) mpx result, and therefore an (B)(6) result, for a pool of 6. However, when resolution pools of 1 was used to test all six samples in the pool individually, lower individual titers that are within the range of detection of the mpx assay could be detected (lod=3.8iu/ml). This may explain the result discrepancy observed by the customer when using different pool sizes with the mpx assay an (B)(6) viral load test was performed to further investigate the cause of the (B)(6) pools of 6 result compared with the (B)(6) serology and pools of 1 result. The customer tested the (B)(6) sample using the cobas taqman hbv high pure test (m/n 03500756 190) to obtain a viral titer. The (B)(6) sample had a titer result of (B)(6)" which confirmed that the sample contained a very low (B)(6) concentration that was detectable but not quantifiable due to the low level present in the sample. The lod for the (B)(6) high pure test is (B)(6) in plasma as noted on the package insert (m/n 03584933001-08, doc rev. 7.0). Altogether, these findings demonstrate that the mpx assay would only be able to detect (B)(6) for the sample in question during individual sample testing but not in pools (e.g. Pools of 6) with 95% confidence. (B)(4).